Manufacturer narrative:
(B)(4). The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review and service history review were performed and there were no issues related to the reported problem. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A sample evaluation was performed and no failure or malfunction was identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. It was reported by the caregiver that the cause of death was seizure, but this was not medically confirmed. The patient did not have a past medical history of seizures. It was reported the patient was on the hc device, drain 1 of 4 at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.